Event description:
Patient was using the itamar watchpat home sleep apnea test and when she removed the device in the morning, she had a sore on her finger, near her fingernail, cuticle region. It resembled a blister and was red with a white center and painful. In speaking with her later on, she notes that the sore has nearly fully resolved.